Event description:
It was reported tha during an anterior repair, the pt's bladder was perforated during the proximal and distal needle pass. The doc pulled the mesh arms out of the bladder and cut them off. He then stitched mesh body to the tissue an closed the pt. A foley catheter was placed and will remain in place for a week to let the bladder heal.